Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that an rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang ups or sluggishness. It was reported that the component was disengaged and the instrument was bent. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The cause of this condition cannot be traced to this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p3m0815 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the lock ring attaching the adapter to the reload disengaged from the handle after being placed through the port and bent. It was noted that it did not fell into the patient cavity. It could not be removed and was damaged further in the attempt to do so. To resolve the issue, another adapter and reload were tried to be replaced, but then ended up using a manual handle. There was no patient injury.